Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported after the implant was first placed the patient reported the implantable neurostimulator (ins) moved and was touch a nerve. The patient had a revision on (B)(6) 2017 to move the ins. The patient stated following the revision she could not access programming, the patient turned the ins on during the call, but 0.0 was the upper limit and the patient did not have any other programs on the patient programmer. The patient planned to follow up with the healthcare professional (hcp) to set up programming. There were no symptoms reported. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.